Manufacturer narrative:
Concomitant medical products: w4tr03 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pocket of the cardiac resynchronization therapy pacemaker (crt-p) was seeping and infection was noted. Cultures were taken and the patient received antibiotic treatment. The crt-p system was explanted. No further patient complications have been reported as a result of this event.